Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having painful stimulation when program was adjusted to high frequency for better coverage. It was also reported that the ipg turned off spontaneously and had difficulty holding a charge. The patient will undergo an ipg replacement procedure per physician¿s preference.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having painful stimulation when program was adjusted to high frequency for better coverage. It was also reported that the ipg turned off spontaneously and had difficulty holding a charge. The patient will undergo an ipg replacement procedure per physician¿s preference.

Event description:
A report was received that the patient was having painful stimulation when program was adjusted to high frequency for better coverage. It was also reported that the ipg turned off spontaneously and had difficulty holding a charge. The patient will undergo an ipg replacement procedure per physician¿s preference.